Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the valve failed to open for aspiration was confirmed, but the cause was unknown. One groshong 4 fr s/l catheter was returned for investigation. The catheter was received with a non-vad connector attached to the tubing. A functional test revealed that the lumen was patent to infusion, but the valve would not open for aspiration. A microscopic examination of the valve cut showed nothing remarkable. The valve length was within specification. The reported complaint could be associated with insufficient lubricant on the valve. It is unknown if the lubricant was affected by the clinical procedure. No other similar complaints were reported from this lot and a review of the DHR revealed nothing remarkable. At this time, based on the condition of the returned sample, it is unknown what caused the reported event. Lot history review (lhr) of rear0976 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheterization, the tip of the catheter is at the caj; however, the catheter failed in gravity transfusion and returning blood cannot be pumped out. The catheter can only be used for infusion, and not for aspiration. The catheter was removed. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rear0976 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheterization, the tip of the catheter is at the caj; however, the catheter failed in gravity transfusion and returning blood cannot be pumped out. The catheter can only be used for infusion, and not for aspiration. The catheter was removed. No patient injury reported.